Event description:
It was reported that the patient lost consciousness and was transported to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 25 mg/dl. For treatment, the patient was given fluids and insulin. The pod was worn between 36 and 48 hours on the back. The patient was still at the hospital. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.